Event description:
It was stated that the display goes blank whenever a button is pressed. The customer changed the battery, but the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display when the buttons were pressed. The problem was isolated to the liquid crystal display board.